Event description:
It was reported that the system would not boot up. There was no injury reported, however, if this type of event were to occur again, it could result in a delay in pt diagnosis or treatment.

Manufacturer narrative:
A ge service rep performed an on-site investigation. He adjusted the part of the system calibration. After adjusting the calibration, the system was tested and found to be working as intended and put back into service.